Event description:
A surgeon reports that a pt complained of glare and halos following intraocular lens (iol) implantation. A yag capsulotomy was performed and at a later time, the lens was explanted and replaced. Add'l info has been requested.

Event description:
The surgeon provided add'l info indicating the pt developed corneal edema with vitreous to wound following and possible cystoid macular edema following lens exchange. Visual acuity (va) prior to lens exchange was 20/30-2 and following exchange was 20/200. The surgeon stated there were streaks on the posterior side of the lens possibly due to a substance from the iol delivery system cartridge.